Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer¿s retainer ring was missing. The customer¿s blood glucose level was unknown. The customer stated that the connection with reservoir compartment was broken and ring was missing. The insulin pump will not be returned for analysis

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit was received with missing reservoir tube o-ring, scratched case, missing display window cover, missing serial number label, cracked battery tube threads, cracked case corner of belt clip rails, peeling keypad overlay and minor scratched lcd window.